Event description:
It was reported to boston scientific corp, that a percuflex plus ureteral stent was to be used during a urs (ureteroscopy) procedure. According to the complainant, in preparation for a stone extraction, while unpacking the stent, it was noticed that the stent was damaged at the bladder side. The procedure was completed with another percuflex plus ureteral stent. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between this device and the cause for the event.